Event description:
It was reported that the clinical study patient, (B)(6) study, was experiencing scar pain and medication was administered. The event was assessed as related to the procedure and not to the device.